Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms noted. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call to have received excessive no delivery alarms and states that infusion pump connection was moist. Customer also reported that blood glucose was high at 481 mg/dl due to fasting for surgery. Customer was hospitalized on (B)(6) 2015 due to hand surgery. Customer also had ketones. Customer was on insulin drip while at the hospital. Customer was advised that due to insulin pump issues, insulin pump would be replaced.